Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device failure that may have caused or contributed to the pt's high bg levels. The pod had initiated a hazard alarm to alert the user to a serious condition, though without the pod returned for investigation, the condition that caused the alarm is unk. Lot qualification test results for this pod lot (l30405) revealed two failures that resulted in the pod initiating a hazard alarm. (Note: the "method" pertain to activities performed during lot qualification and not the subject device, as it will not be returned for investigation). Based on the info provided in the report and without the pod returned for eval, we are unable to conclude whether a pod failure may have contributed to the pt's high bg levels. No conclusion can be drawn.

Event description:
The customer's mother reported that her daughter activated a pod before going to bed with a bg level of 115 mg/dl. About ten hours later, the pod initiated a hazard alarm and her bg levels had risen to 400mg/dl with large ketones. As a result, she was rushed to the hospital and was placed on an IV drip. The pod continued to be worn at this time. Prior to leaving the hospital, she was given an insulin injection "to help and bring down the numbers." The pod will not be returned for eval.